Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# unknown serial# implanted: (B)(6) 2013, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the hcp decided not to explant the spinal segment of the catheter and tie it off in the patient¿s body to avoid cerebrospinal fluid (csf) leakage. Specific dates for pump and catheter implant were provided.

Event description:
Additional information was received from a foreign manufacturer representative. It was clarified that the catheter was not explanted. The lot number of the catheter was unknown. The catheter was implanted in (B)(6) 2013 (no further specific date provided). The patient¿s pump was also implanted in (B)(6) 2013 (no further specific date provided).

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# unknown implanted: (B)(6) 2013 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that [during a pump replacement surgery] the catheter did not flow back. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. Before the hcp started with the implant, they decided to change from a 20 ml pump to a 40 ml pump. They also decided to move the pump from the back (gluteal) to the front (abdominal). It was unknown if any diagnostics/troubleshooting were performed. A complete new catheter was implanted. It was unknown if the issue was resolved. However, it was noted that the patient's status was alive, no injury. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.